Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the issue was identified through the review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes electrical testing on the device. The device also received a visual external and internal inspection. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 21:35:28. During night drain cycle two, the patient's ultrafiltration reading was 1789ml, indicating the home patient (hp) drained 1789ml more than their maximum programmed fill volume of 2500ml. No additional information is available.